Event description:
It was reported that the ventilator generated a technical error code indicating a software error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Review of the device's logs shown that the ventilator generated technical error (te) 7 during ventilation. It indicates that software error occurred. Identification of issue has been done by analyzing device¿s logs. According to the technician, the issue found in logs was not reproduced. During on-site visit the technician checked the device and no deviation was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. The root cause to the reported issue has not been determined.